Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the surgeon experienced non-intuitive movement of the instruments. When moving the master tool manipulator (mtm) down, the instrument went up. A technical service engineer (tse) checked live logs and found engagement failure present on universal surgical manipulator 3 (usm3), where the endoscope was installed. Tse helped the customer to replace the 30-degree endoscope and power cycle the system to resolve the reported issue. The site continued to complete the procedure as planned with no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting non intuitive movement, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc (isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse guided caller through hard power cycle/epo. After restart, new endoscope was installed, instruments were reinstalled, and the movement was back to normal. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.